Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found, the air/water tube and the air/water cylinder of the colonovideoscope had white foreign material. Based on the results of the investigation, the most probable cause of the failures related to white foreign material is known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the air/water tube and the air/water cylinder of the colonovideoscope had white foreign material. There were no reports of patient involvement.